Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred.it was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.